Event description:
It was reported that distal hooklets didn't open - no locking. There was a delay of 3 min.

Manufacturer narrative:
Evaluation summary: the reported event that the implant did not expand could not be confirmed since the returned packaging is empty. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. In the surgical technique : add recommendation to use sterile saline to get full expansion prior to suture the patient. With the labeling review, it was verified that the op tech reads: implants are delivered sterile - they need to be placed in the freezer (0°c /32°f, or below) for 2 hours or more prior to implantation. Note: to facilitate the shape memory process, the phalanges can be bathed in a warm sterile solution, between 37°c (98,6°f) to 40°c (104°f). We can conclude the root cause of this complaint is related to user. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. It additional information is received it will be reported on a supplemental report. Device was not returned.

Event description:
It was reported that distal hooklets didn't open - no locking. There was a delay of 3 min.

Manufacturer narrative:
Evaluation summary: the reported event that the implant did not expand could not be confirmed since the returned packaging is empty. The implant was confirmed lost during shipment. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Add recommendation to use of sterile saline to get full expansion prior to suturing the patient. With the labeling review, it was verified that the op tech reads: implants are delivered sterile - they need to be placed in the freezer (0 degrees c /32 degrees f, or below) for 2 hours or more prior to implantation. Note: to facilitate the shape memory process, the phalanges can be bathed in a warm sterile solution, between 37 degrees c (98.6 degrees f) to 40 degrees c (104 degrees f). We can conclude the root cause of this complaint is related to use. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.